Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device code. Evaluation summary: (B)(4): the full lead was returned to the manufacturer and analyzed. Analysis indicates the helix disengaged from helical channel. The helix will not extend due to being over-retracted. Blood also noted on distal conductor and helix.